Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20683 it was reported the patient experienced ineffective stimulation as one of the patient's (B)(6) lead was migrated (date of event unknown). Consequently, surgical intervention was taken where the migrated lead was explanted and replaced with another model. However, the physician inadvertently cut the other lead during the procedure and both the leads were explanted. It is unknown which lead was migrated. Therefore, all the possible devices are being reported. The device information is unknown for the devices.